Event description:
A device report from synthes gmbh indicated a hospital in (B)(6) reported: patient was implanted with plate and screw construct on an unknown date. The ccd angle of the patient has widened up and two screws broke post-operative. Patient was returned to the (B)(6) on (B)(6) 2012 for removal of hardware. Patient was revised to a new hip plate. This is 1 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes europe. Report received indicates visual inspections noted the plate in was received in intact condition. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.